Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. Reportedly, the contact believed that the user had interacted with the pump within the last 12 hours. It was noted that the auto-off safety feature was set at 12 hours. Review of t:connect pump data showed that there was no interaction with the pump for 12 hours. The alarm was cleared and insulin delivery was resumed. The user's blood glucose level ranged from 138 mg/dl to 213 mg/dl. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.